Event description:
The customer reported via phone call indicating that she had a low blood glucose but not hospitalize. Customer's blood glucose was 37 mg/dl. The customer was treated with food. After troubleshooting was done, customer was advised to monitor and call back if need be.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.